Event description:
It was reported that the patient faced an event where button to detach the tubbing form the site is difficult to remove on (B)(6) 2026 and no harm was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.